Event description:
PICC line inserted, unable to pull out guide wire. Lt feet like guide wire was hung up on catheter. Catheter came out "accordian-like"a. Flushed with saline but not patent. Line pulled out, not saved, another line inserted without problem.